Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The user verification test and operational verification procedure was ran and the unit is operating per manufacturer specifications. In the event the main board is received for evaluation a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit is giving transducer faults and the alarms will not clear. It is unknown if there was any patient involvement in this incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board where the reported issue was reproduced and isolated to a faulty transducer. This failure is part of an internal investigation.